Manufacturer narrative:
Returned for evaluation was a pvak 400micron fiber. A visual inspection noted that the fiber had one fracture; it was located at 31.4cm from the distal tip. Per the manufacturing engineer for this product, it is anticipated that the fiber material may have some flaws within the glass core which can impact the resultant fiber strength. To identify any flaws that will not withstand the minimum stress expectations, all fiber material is subjected to an in-process stress test when produced by the vendor to develop a level of assurance that the fiber material can withstand a minimum amount of stress regardless of any flaws. When packaged, the fiber assemblies are coiled to a specific diameter to ensure any stress due to the coiled configuration is not excessive and should not adversely affect the strength of the fiber assembly for its labelled shelf life. The customer's reported complaint description of fiber fractured was confirmed. Although the complaint is confirmed, a definitive root cause cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. During the packaging step, the fibers are inspected for damage. Potential root cause is handling damage after leaving angiodynamics facility. Labeling review: the directions for use which is supplied to the end user with the reported catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4)

Manufacturer narrative:
Correction to section g3. Aware date amended from 06/11/2021 to 06/09/2021. Reference (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported receiving a fractured pvak fiber from an evlt pvak procedure kit. When opening the kit for a procedure, it was reported the pvak fiber was already bent and then broken upon opening the kit. The kit was set aside and a new of the same kit was opened to complete the procedure. There was no report of patient injury or harm due to this event. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.